Event description:
A form was received noting that the patient underwent a right atrial (ra) lead repair on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).